Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was getting adequate relief from their hd settings that the rep programmed on (B)(6) 2018, but on (B)(6) 2018, they incidentally get shocking sensations while recharging. There were no reports of falls or other factors that might have led or contributed to the issue. The impedance measurements were all within normal limits. The issue was not resolved at the time of the report, the patient planned to meet with their healthcare professional (hcp) in (B)(6), and surgical intervention was not planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep received follow up from the patient that they were no longer receiving shocks when recharging since they were reprogrammed. The patient was doing well. No further complications were reported.